Event description:
Pt underwent instrumentation surgery on 5/27/92. Instrumentation was placed at l4-s1 bilaterally. He did relatively well until 3/94, at which time he suddenly developed severe stabbing pain in his lower back. X-rays showed the right rod had migrated, and there was no evidence of significant lateral fusion mass. Explantation surgery was performed on 3/6/94. The explantation operative report indicates that the right rod had migrated, and the left rod had apparently slid backward. All 6 screws were noted to be loose but had to be unscrewed. All 6 screws were removed intact. There also was repair of a dural tear.